Event description:
The laser system has the following problem: "power adapter not outputing power. Power indicator green, but no power outputed. Tested with multimeter".

Manufacturer narrative:
We are waiting for additional info from the distributor.